Event description:
On an unknown date, a y-shape dacron graft was implanted. In 2009, the patient was treated for descending thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. The physician had difficulty inserting the gore introducer sheath due to anastomosis before the common iliac artery. Therefore, the physician decided to advance the catheter without introducer sheath. The physician still experienced difficulty advancing the catheter through the previously implanted dacron graft and after manipulation of the device, it was noticed that the device started to deploy unintentionally. The physician surgically exposed the dacron graft and removed the catheter. The second gore tag thoracic endoprosthesis was successfully implanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The physician experienced some difficulties advancing the device. According to the gore tag thoracic endoprosthesis instructions for use (IFU): " do not continue if resistance is felt during advancement of the guidewire, sheath, or delivery catheter. Stop and assess the cause of resistance. Vessel or delivery catheter damage may occur. "